Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and experienced bilateral rupture and capsular contracture (left grade: ii, right grade: iii) postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #:3505004bc, left serial # (B)(4), right serial #(B)(4)) on (B)(6) 2022. The patient¿s symptoms were improved after the revision surgery. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 1-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor received additional information regarding the patient¿s symptoms. Initially, the baker grade of capsular contracture was reported as grade ii (left) and grade iii (right) respectively. However, additional information revealed that the actual baker grade is grade iii (left) and grade IV (right) respectively. The patient experienced right-sided granuloma. The relevant field has been updated. Updated reason for device explant and/or reoperation: capsular contracture, rupture, granuloma . Manufacturer's reference number: (B)(4).